Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant both right atrial (ra) lead and right ventricular (rv) leads were implanted and tested with a pacing system analyzer (psa) which showed normal measurements. After connecting the leads to the device measurements of the right atrial (ra) lead were high and out of range when it come to the pace impedances and noise was seen. The ra lead was tested with the psa, but the values once again appeared within range. When measured though the device out of range pace impedance measurements were noted. The device was replaced and the same ra lead was tested with the new device which showed normal measurements. The device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant both right atrial (ra) lead and right ventricular (rv) leads were implanted and tested with a pacing system analyzer (psa) which showed normal measurements. After connecting the leads to the device measurements of the right atrial (ra) lead were high and out of range when it come to the pace impedances and noise was seen. The ra lead was tested with the psa, but the values once again appeared within range. When measured though the device out of range pace impedance measurements were noted. The device was replaced and the same ra lead was tested with the new device which showed normal measurements. The device was returned. No adverse patient effects were reported.